Event description:
It was reported to philips that the ippc experienced a memory failure. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited onsite and confirmed the ippc memory problem. Review of the logfiles confirmed the ippc memory 5 problem fse identified that the ippc has memory failure. Fse replaced the ippc to resolve the issue. After that, the system was returned to good working condition and was ready for clinical use. Philips has attempted to obtain additional information but received no confirmation regarding the clinical use of the system. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. During the course of investigation, it was identified that there was no direct customer complaint, but a notification was automatically raised by philips log file monitoring, which indicated that the image processing pc experienced a memory failure. A philips field service engineer (fse) inspected the system on-site and identified an issue with image processing pc (ip-pc). The fse replaced the ippc and returned the system to use in good working order. The ippc was returned for analysis and no failure was observed. However, further analysis of log files identified an issue with the ippc¿s dual in-line memory modules (dimm). The dimm may not perform as intended due to manufacturing issues and could cause nehalem pcs to stop functioning. Philips has initiated a medical device correction (z-1156-2024) for this issue. The correction is implemented on this system. The codes were updated based on the investigation outcome.